Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during use instruments inside the patient in an arthroscopy, the surgeon deployed first anchor of the fast-fix as normal. When he tried to deploy 2nd anchor, there was no 2nd anchor on the suture-construct. He had to pull out the suture and open another fast-fix to complete the repair. Non-significant delay was reported, and no patient complications were reported.

Event description:
It was reported that during use instruments inside the patient in an arthroscopy, two (2) fast fix presented an issue; the surgeon deployed first anchor of the fast-fix as normal. When he tried to deploy 2nd anchor, there was no 2nd anchor on the suture-construct. He had to pull out the suture and open another fast-fix to complete the repair. Non-significant delay was reported, and no patient complications were reported.

Manufacturer narrative:
H2: additional information: b5: event description.

Manufacturer narrative:
H10: h3, h6: the reported devices were received for evaluation. A visual inspection revealed both were returned in packaging with the same batch as the complaint. Device one showed both t's and the suture are off the needle. The t1 has been cut from the suture and was not returned. The needle overmold assembly has been deformed and bent to about 45 degree angle. The actuator is in the pre-t1/post-t2 position. Device two showed both t's and the suture are off the needle and were not returned. The depth straw has been dislodged and pulled up over the end of the needle. The needle overmold assembly has been bent to a 45 degree angle. The actuator is in the pre-t1/post-t2 position. A functional evaluation of devices could not be performed due to its deformed condition. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly process found the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify both ts are in the correct position prior to packaging. The root cause of the reported event was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include inadvertently applying pressure to the implant during package removal. No containment or corrective actions are recommended at this time.